Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: nim patient interface: unknown part number, unknown lot number, unknown serial number. (B)(4). Product evaluation: no device has been returned for analysis. Method: no testing methods performed.

Event description:
It was reported that in a case the nim stopped giving responses about half way through the case. The case was completed without the use of the monitoring, no patient impact was reported. Biomed called tech support and walked through attaching the simulator box up to the nim. The system powered up normally, showed green checks for all channels and ground/stim, and responded with emg waveforms when tapping the leads at the patient interface box. The unit was tested and passed technical support¿s walk through. The system appears to be functioning normally. The bio-med technician figures the circuit may have been broken; not a good ground.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.